Event description:
It was reported that during a breast biopsy, a clear piece of plastic was found on the knockout pin of the sample retrieval notch. The customer removed the plastic piece for analysis and continued with the case. The case was completed with no patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that a plastic piece was returned with the device. While no conclusion could be reached as to the origin of the plastic piece, we have documented the circumstances as they were reported to us.